Event description:
During a retroactive review of past treatment events for potential adverse events as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data from a (B)(6) year old female patient alerted zoll customer support that the patient was treated at 16:01:29 on (B)(6) 2014. The patient was at a skilled nursing facility and was conscious at the time of the treatment. The patient's nurse stated that the patient was treated while using the bathroom. The rhythm at the time of the treatment was motion artifact contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remains in the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4) - reuse. Electrode belt sn: (B)(4): (B)(6) 2010 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.